Manufacturer narrative:
The explanted device was sent to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced abdominal pain while ambulatory at home. The pt went to the clinic. Bleeding at the driveline had occurred for 24-36 hours. It was found that there was a separation of the inflow cannula at the bell housing. The pt's lvad was exchanged, and the pt remains ongoing on the new lvad.